Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on intermittent occasions, the customer alleged belief that the bolus requests were not delivering as intended. Reportedly, the customer experienced blood glucose (bg) levels ranging from 350-550 (mg/dl), and a manual injection was administered to address bgs. Troubleshooting was performed with tandem technical support and verified that the pump was functioning as intended. Recommendation was made to consult with health care provider regarding diabetes management.